Event description:
Subsequent to the initial report, the following information was provided: the patient experienced myocardial infarction (mi), chest pain, nauseous, and left arm pain.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported vascular dissection which resulted in unexpected medical intervention, cardiac enzyme elevation, occlusion, myocardial infarction, angina, nausea, and pain could not be determined. The reported patient effects of a vascular dissection, angina, myocardial infarction, and occlusion are in the opstar instructions for use as known potential patient complications which may occur as a consequence of intravascular imaging and catheterization. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G3: correction: date received by mfg on initial was entered as 6/19/2025, the correct date on the initial is 6/18/2025.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the obtuse marginal (om). Pressure from purging the device in the anatomy caused a severe dissection in the om resulting in three long stents being placed and no reflow. The patient experienced st elevation. No additional information was provided.